Manufacturer narrative:
(B)(4). The analysis results of the found that the device was received with the duckbill out of position and present. One potential cause for the damage found may be the snagging of an instrument during insertion. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, regarding one device, it was found that the reducer seal was out of alignment before use. Regarding another device, air leaked. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: did any piece of that reducer seal come loss and fall into the patient? If so how was the piece retrieved? -- no. Does this trocar have the optiview technology? - no information. Were any noises heard such as whistling or hissing? - no information. If so, did the noise prevent insufflation? Please describe the noise. - no information. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? - no information. What was the gas consumption rate or volume (liter/minute)? - no information. Were you able to identify where the leak was coming from? - from the outer seal. Was a device inserted in the trocar during the leaking? If so, what device? -- no. Was any torque being applied to the trocar or device? -- no information.